Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a low voltage pin from the standard paddles connector broken off and stuck in the corresponding socket of the device therapy connector. Physio replaced the standard paddles and device therapy connector assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, while inspecting and testing device, observed low voltage pin from standard paddles assembly connector broken off and stuck inside device therapy connector. There was no report of pt use.